Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9(return to manufacture date), e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional point of contact - (B)(6). Biomed. A getinge field service engineer (fse)performed drive manifold test and it was failed . Both vacuum and pressure solenoids failing. The fse resolved the issue by replacing the drive manifold and successfully completed an all manifold test. The fse performed all functional and safety checks to meet factory specifications. The unit was calibrated and passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department verified the failure of the drive manifold failing the vacuum leak diff prs. With result of 29mmhg, the factory specification is +-25mmhg. Drive manifold failed testing. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit has a drive manifold leak test failure. There was no patient involvement.